Event description:
It was reported that increased thresholds were observed. The patient will be monitored.

Event description:
New information received notes the lead was explanted.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Internal insulation abrasion was found at 6.2 - 7.2cm from the cut end of the rv shock coil. The etfe coating of the ring electrode sensing conductors was intact at this location.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes the system was explanted due to infection.